Event description:
It was reported that the pt underwent a mini-invasive spinal reduction procedure to implant instrumentation at l3 to s1 following a 2 level xlif at l3-l4 and l4-l5. The pre-op films reportedly show a small deformity. The patient was not seem to be hyper lordotic. During the rod insertion and reduction on the left side, the l3 extender popped off and its inner sleeve was bent. The l5 extender popped off and the outer sleeve appeared cracked. The l5 extender was replaced. The amount of lordosis in the rod had to be decreased. The extenders popped off 1 more time on l3, the procedure had to be start over. Finally, all extenders could be reduced 1mm at a time and then able to place set screws on the top of the rod and the construct would be locked down. From beginning to end the procedure took almost 6 hours.

Manufacturer narrative:
(B)(4): visual examination of the tip of the reduction sleeve found that the sleeve tips are bent outward out of specification approx 2.8 & 2.1mm at the multiple axial screw head retention features. Witness marks on the upper walls and tip of the inner sleeve suggest that aggressive release techniques may have been utilized. Common surgical technique for this part is for the surgeon to wiggle the assembly free of the multiple axial screw head of the implanted screw. This can create stresses on the instrument that could bend the tips if performed aggressively. The bent tip condition, in addition to the identified witness marks in the multiple axial screw head retention area suggest that this instrument may have been subjected to aggressive release techniques which may have contributed in the out-of-specification condition. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.